Event description:
The customer reported her blood glucose, carbohydrate intake, and insulin history. At 9:25 pm, the pod was deactivated and she noticed the pink slide insert is not in the window.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism malfunction to fire and deploy the cannula or to determine the root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.